Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had power error detected. Customer's blood glucose level was unknown at the time of incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the power error recurred within a week of previous troubleshooting. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Power loss alarm and power error confirmed in the long trace. Power loss alarm occurred after the pump error was cleared. Detail trace analysis confirmed the pump alarmed power error was triggered when the backup battery unloaded voltage was less that 3.7 volts for consecutive 240 minutes due to non-sleep anomaly software error.